Manufacturer narrative:
Further information from the reporter regarding event, and patient details has been requested. No additional information is available at this time. The event of nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling addresses the reported event(s) as follows: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ induration or nodules at the injection site.

Event description:
Healthcare professional reported patient was injected with 4 syringes of juvéderm® voluma¿ with lidocaine and 3 syringes of juvéderm® volift¿ with lidocaine. Twelve months post injection patient developed delayed onset nodules. Patient was prescribed steroids and antibiotics. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2017-01474 ((B)(4)). This MDR is being submitted for the second suspect product, juvéderm® volift¿ with lidocaine, also a device manufactured by allergan.

Event description:
Additional information: healthcare professional reported "the redness and swelling had resolved after 2 weeks antibiotics and steroids". Symptoms are resolved.

Manufacturer narrative:
Concomitant medical products: juvéderm® voluma¿ with lidocaine, lmx4 cream, post procedure cream. The events of "hard", "red", and "painful", and "swelling" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of theses tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended.

Event description:
Healthcare professional reported patient was injected with juvéderm® voluma¿ with lidocaine in the cheeks and chin, juvéderm® volift¿ with lidocaine in the marionettes, and juvéderm® volift® retouch in the gabella, and nl. Patient received , lmx4 cream before injection, as well as "post procedure cream". Patient's symptoms presented 11 months later. The nodules were described as being hard, red, and painful. They are at the injection sites, mainly cheeks. Swelling was also reported. Patient is being treated with "prednisolone 20 mg od/ clarithromycin 500 mg bd 2 weeks".